Event description:
The remb universal driver was sent for evaluation because during a procedure it was running without user activation. A readily available alternate device was used to complete the procedure without delay, and no adverse consequences were reported.